Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2018 with the following findings: a review of the pump black box showed unexplained pump reboots occurred. A visual inspection of the pump revealed the battery compartment was cracked on the side from the threads to the cover. There was corrosion was observed inside the battery compartment. The returned battery cap had stripped threads and was unable to fit securely to maintain an electrical connection, duplicating the reported power issue. A test battery cap was able to fit to maintain electrical connection. The pump powered on with a test cap and was exercised for 24 hours with no alarms or power interruptions occurring. A leak test was performed and revealed a battery compartment leak. The pump¿s cover was removed and evidence of moisture was observed to the power printed circuit board and internal components of the pump.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power. It was alleged that there was a crack and moisture corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.